Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, power on self-test and alarm log review were performed. During the alarm log review and the power on self-test it was identified that there was an f-22 alarm. The f-22 alarm was caused by a damaged central processing unit board. The pump has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump experienced an f-22 alarm (malfunction in frequency converter circuitry for occlusion detection). There was no patient injury or medical intervention reported with this event. No additional information is available.